Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage occurred. While backloading the 2.25x32mm taxus liberte atom stent on to the unknown guide wire, it was noticed that the stent was damaged. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as 'okay'.

Manufacturer narrative:
(B)(4): as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)